Manufacturer narrative:
Device MFR date not available at time of the report. Software investigation is in progress.

Event description:
A medtronic rep reported that the site was unable to register with touch-n-go. The medtronic rep was present and reported the following: the pt was in the prone position for the case, there were 6 fiducials on the pt originally but 2 of them were knocked off prior to registration and the pt was scanned with an oxygen mask that covered most of the pt's face and ears. Also, all of the fiducials were placed on the back of the pt's head. After the failed touch-n-go registration, they attempted to register with pointmerge. They were unable to obtain enough anatomical landmarks for pointmerge. They also attempted a tracer registration but were unable to register. The surgeon opted to discontinue use of navigation and proceed with the tumor resection case. The surgeon was able to remove the tumor without a problem. There was no impact on the pt outcome.